Event description:
Ous MDR - after an estimated implantation period of 18 months decreasing sensing values and increasing threshold were reported. The lead was explanted, but not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection showed deformations of the shock coil. Based on the symptoms, itis reasonable to assume that this damage resulted from the surgery. Furthermore, the presence of coagulated blood in the lumen of the lead was found. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.